Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart error due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked case display window corner.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer¿s blood glucose level was 249 mg/dl. Customer reported that contacts of battery cap was neither missing nor damaged. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.